Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient, who was lost to follow-up, presented to clinic experiencing shortness of breath and fatigue. Upon review, the right atrial lead and the right ventricular lead exhibited noise dating back to over 1 year ago. During the replacement procedure, the leads were damaged and the physician indicated clavicular crush on both leads. The leads were explanted and replaced. The patient was stable during and after the procedure.